Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a fluoroscopy revealed that the ventricular lead insulation was abraded. No electrical issues were noted. The lead remained implanted and would be monitored.